Event description:
It was reported asymptomatic patient presented to emergency room after receiving a vibratory alert. Device was post paced t wave oversensing on ventricular channel. Programming changes were made to device during device check with no further issues. No patient symptoms were reported.